Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the vessel sealer extend (part# 480422-01 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was used on (B)(6) 2021 via system serial# (B)(4). This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. A review of the site's complaint history does not show any additional complaints related to this product. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information were not provided. The expiration is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci assisted endometriosis resection surgical procedure, the vessel sealer extend instrument did not seal sufficiently. The instrument was connected to e-100 and also vio erbe. The coagulation was not sufficient. The customer stated that after usage of the vessel sealer extend instrument, "all always starts bleeding." Further information has been requested from the site. Intuitive surgical (is) has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.